Event description:
The following was reported to davol via maude event report mw504051, additional info was provided by the pt: it is alleged that the pt was implanted with a bard/davol 3dmax mesh during a laparoscopic right inguinal hernia repair surgery on (B)(6) 2013. The pt reports that following implant, she began feeling a poking and burning feeling on her right side. Reportedly, her surgeon believed the pain was nerve pain and she was treated with prescription pain medication for ten months. The pt alleges that she developed a hematoma that lasted about eight months and that her surgeon did not want to drain the hematoma due to the risk of infection and expected the hematoma tor resolve on its own. The pt alleges that she sought a second opinion and was informed that the mesh was not secured in place and had migrated from the groin area to the abdomen and would need to be removed. Reportedly, the mesh was explanted on (B)(6) 2014. The pt reports that she has returned to full activity at work where she lifts heavy boxes of expandable files and large mail room totes. The pt reports that she still experiences mild pain in her right groin and reports that she is not currently being treated for the pain.

Manufacturer narrative:
As reported by the pt, the mesh was not secured in place when implanted. A review of the IFU finds that securing the mesh in place is not required stating that "some surgeons tend to place the mesh without fixation." The precautions section states "if sutures are used to secure the mesh in place, nonabsorbable monofilament sutures are recommended." Also, hematoma is a known possible complication of surgery and is identified in the adverse reaction section of the IFU. A review of the manufacturing records was performed and found that the lot was manufactured to specification. At this time, based on the info provided, no conclusion can be made as to the degree to which the mesh implant may have caused or contributed to the alleged pt outcome. If additional info is obtained, a follow up MDR will be submitted. The info provided by bard represents all of the known info at this time. Despite good faith efforts to obtain additional info, the complainant / reporter was unable or unwilling to provide any further pt, product, or procedural details to bard.

Manufacturer narrative:
This follow-up MDR is being submitted as a result of a retrospective review of davol's MDR files. Outcomes attributed to adverse events: corrected to include both required intervention to prevent permanent impairment/damage and disability or permanent damage.